Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial shoulder replacement surgery. Subsequently, the patient is being considered for a revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been indicated for a revision due humeral periprosthetic fracture after an unknown trauma. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Per the review: "a right shoulder arthroplasty is present as well as a total elbow arthroplasty. There is a non-acute periprosthetic fracture of the humerus at the level of the distal humeral shoulder arthroplasty component at the lateral margin of the humerus. Some osseous resorption as well as some reparative bone formation is present. Given the history of trauma, this is likely the cause of the periprosthetic humeral fracture. Relative osteopenia is suggested on the image submitted and may also contribute to the fracture." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification root cause determined to be human factors; the bone fracture was a direct result of an unknown trauma. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of information and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.